Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they were unsure if the device spontaneously paused. The clinician paused the infusion to draw blood. Twenty minutes after reconnecting the infusion to the patient, the device was still paused. There was no report of patient harm.

Event description:
The customer reported they were unsure if the device spontaneously paused. The clinician paused the infusion to draw blood. Twenty minutes after reconnecting the infusion to the patient, the device was still paused. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the device pausing by itself was not confirmed. The suspect pump module was not identified by the customer and was not returned for investigation. Analysis of the pcu event log shows there were 4 pump modules attached to the pcu on (B)(6) 2018 and the device had anesthesia mode enabled by the user. At 3:42 pm on (B)(6) 2018, the user paused pump module s/n (B)(4), pump module s/n (B)(4) and pump module s/n (B)(4). At 4:01 am, the user restarted the infusions on pump module s/n (B)(4) and pump module s/n (B)(4). Five seconds later, the user started the infusion on pump module s/n (B)(4). At 4:02 am, the user paused pump module s/n (B)(4) again and restarted it 1 second later. Five seconds later the user paused the infusion again and restarted it 57 seconds later. At 4:16 am, the system was shutdown and powered off. Review of the pcu log review shows that the devices were paused while in anesthesia mode. While in anesthesia mode, the indicator light on the pump module is yellow and the device will not alarm for as long as the device remain paused. The root cause of the customer's report of the device pausing by itself was not identified.